Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right ventricular (rv) lead exhibited episodes of noise and ventricular autocapture during high-output monitoring (hom). No intervention was performed. The patient was in stable condition. The rv lead will continue to be monitored.